Event description:
At about 4 months after the primary, the patient came in reporting stiffness in both flexion and extension. The surgeon proceeded to remove the insert and tibial tray. He then made a recut of the tibia and trailed with sphere trials. Once the knee was balanced he implanted a cemented tibia with a new insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 17 april 2025: lot 2412112: (B)(4) items manufactured and released on 08-july-2024. Expiration date: 2029-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implant involved, batch review performed on 17 april 2025: gmk-spherika 02.12.3d05r gmk 3dmetal tibial tray size 5r (k221850) lot 2412112: (B)(4) items manufactured and released on 08-july-2024. Expiration date: 2029-06-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.